Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-12223. Note the patient received 2 quattrode model leads from the same lot number. It was reported the pt lost stimulation. The paddle lead had flipped over and one of the other leads was visibly fractured. The physician explanted all three leads and implanted two new leads. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.